Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report intermittent out of range signal on (B)(6) 2015. Dexcom technical support advised patient to perform reset on device. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed, confirming the reported event of an intermittent out of range signal. The root cause was determined to be a defective transmitter. Additionally, the receiver (part number (B)(4) /serial number (B)(4) /lot number (B)(4)) being used with the transmitter was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. A review of the downloaded receiver log did not find any issues related to the customer complain. The reported event of an intermittent out of range signal could not be confirmed with the returned receiver.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.